Manufacturer narrative:
Prior to explanting the system, the patient had reported getting 70% pain relief from the nalu system. And there are no indications or allegations of any system or component failure or malfunction. Per the physician, patient had an existing condition with diabetic neuropathy, causing vascular issues in the lower extremity. Patient, was also reported, to have a history of sores on the leg. It appears, that the skin erosion experienced by the patient is likely, related to the patient's pre-existing medical conditions and not caused by the nalu system itself.

Event description:
Patient was implanted, with a nalu peripheral nerve stimulator system on (B)(6) 2024, to treat lower extremity pain. The implantable pulse generator (ipg) was placed in the patient's calf area, with the attached lead wires targeting the common peroneal nerve. On 06/19/2024, the system was activated and there were no reported issues at that time. On (B)(6) 2024, the patient notified a nalu representative. That the lead wires seem to have eroded through the skin and were exposed. The medical clinic was notified. And the patient was scheduled to be seen the following day. On (B)(6) 2024, a full system explant was performed, due to the exposed implant components.